Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
Visual examination of the returned device confirms the material fracture as reported. The device has been evaluated by a depuy material scientist. On the basis of that evaluation, the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the aml femoral stem that could have contributed to fracture initiation and/or propagation to failure. The device history records were reviewed, and no manufacturing deviations or anomalies were found. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.